Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back to service.